Manufacturer narrative:
Investigation summary: the issued complaint is for a plunger that got loose from the syringe detected by end user. Neither samples nor photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aqls), was manufactured and released according to applicable procedures and specifications. Investigation conclusion: based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user. Bd IFU which was provided to our customer is detailed enough to avoid mishandling during removal of the combination product from blister or during preparation of the product for administration.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd ultrasafe plus¿ the syringe fell apart, plunger malfunctioned. There was no report of injury or medical intervention.